Manufacturer narrative:
H10: per gfe response it was confirmed that the customer refused service and repair due to the device being out of warranty. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device cannot enter standby mode. There was no patient impact or harm noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that their device cannot enter standby mode. Investigation on going.